Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a clearlink continu-flo solution set. The reporter stated that ¿the connections were loose¿ (not further specified), which led to a leak. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.